Event description:
Customer reported that the drain tubing came apart two days following surgery. The pt was returned to surgery for device explant and a replacement drain. No further info was provided.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.